Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the reform pedicle screw system. During the procedure while final tightening the lock screws, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke while using a counter torque wrench. The broken tip was removed and the procedure completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
H3 - device evaluation in process. A follow-up report will be submitted upon completion.

Manufacturer narrative:
H3 device evaluation - the tip of the driver was broken off. The fracture plane is skewed relative to the driver's longitudinal axis which is indicative of a failure due to combination loading. It is believed that bending moments in combination with torsional loading ultimately resulted in this failure. Crack initiation may have resulted from prior torsional and bending moment loading which manifested in this subsequent failure. The use of a counter torque wrench was noted which when used properly mitigates bending moments acting on the tip. Review of device history records found fifteen (15) pieces of lot 00945up released for distribution on 4/29/2022 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the reform pedicle screw system. During the procedure while final tightening the lock screws, the tip of the t25, lock-screw torque driver, reform (39-rd-0060) broke while using a counter torque wrench. The broken tip was removed and the procedure completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.